Event description:
The reporter stated that "with press of q/a switch, monitor indicated 85 mmhg (abnormal value). A monitor did not indicate arterial blood pressure. User did monitoring with setting of mount plate horizontally." There was no patient injury or treatment associated with this event.

Manufacturer narrative:
Samples have been received; however, smiths has not yet completed its investigation into this issue. A follow up MDR will be submitted when the investigation has been completed.